Event description:
Complainant alleged that the clinicians, with the device in advisory mode, were attempting to defibrillate a patient (age and gender unknown) who appeared to be presenting a ventricular fibrillation heart rhythm (although, the patient's rhythm size or gain was quite large and some of the staff questioned whether or not the patient was presenting a ventricuar tachycardia heart rhythm), but the device did not discharge. The clinicians then obtained another device and successfully defibrillated the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.